Manufacturer narrative:
The surgeon did not believe that the laser system caused or contributed to the event. The surgeon stated that it is possible that the pupil continued to constrict and caused an overlap of the chosen capsulotomy and the iris. There were no reported pre-existing conditions or relevant patient history. The system is equipped with a video microscope that provides live video imaging displayed on the system¿s surgical monitor; providing the surgeon with immediate feedback on the condition of the patient¿s eye; as well as, the treatment progression. System users are trained to stop the procedure immediately if any treatment or ocular deviations are observed. Root cause of the event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lensx software revision 2.30. (B)(4).

Event description:
A surgeon reported during a laser assisted cataract procedure of the left eye, the iris was inadvertently "nicked" with the laser beam. Reporter indicated there appeared to be enough space between the capsulotomy guide line and iris; however, when the patient presented in the operating room there was a small amount of blood infranasally on the pupil edge. A small area of incomplete dissection was noted in this area of the capsulotomy. The reporter relayed the pupil continued to constrict during the case, and the procedure was completed with no further complications. Upon additional follow up, reporter indicated patient issue has resolved, and outcome was good.